Event description:
On (B)(6) 2025, a patient was planned to have a brachytherapy procedure. It was found prior to the procedure that, the sterilization pack was not sealed. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, d4 (unique identifier (UDI) #), g3, h6 (device). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was planned to have a brachytherapy procedure. It was found prior to the procedure that, the sterilization pack was not sealed. Another device was used to complete the procedure. There was no reported patient contact.